Manufacturer narrative:
Citation: maayan konigstein. Impact of hemoglobin drop, bleeding events, and red blood cell transfusions on long-term mortality in patients undergoing transaortic valve implantation. Can j cardiol. 2016 oct; 32(10):1239.e9-1239.e14. Doi: 10.1016/j.cjca.2015.10.032. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of anemia and bleeding events on mortality following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2009 and 2015. The study population included 597 patients (predominantly male; mean age 83 years), 430 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: sepsis, cerebral vascular accident (cva), permanent pacemaker implant, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.